Manufacturer narrative:
(B)(4). Manufacturing date -- 12/16/2016-12/22/2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted grey particulate matter present in the vial of the sample. An evaluation on the needle was performed with no issues noted. Testing was done on the particle determined that the material was the same as the vial stoppers. The reported condition was verified and the cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial mate adapter cored the rubber septum of a vial of cefazolin. This was observed before patient use and was not used. The adapter was attached to a dextrose solution bag. There was no patient involvement. No additional information is available.